Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the controller won't take a charge anymore. Patient said the charging got bad maybe 2 weeks ago and was working but slow. Pt states will charge up to 60% and just stop. Pt states this happened in the past and we sent battery pack which solved the issue. Agent asked if this was only when recharging and patient said it seems to work when plugged to the paddle. Patient plugged controller in to ac power supply without li battery and reported memory problem icon. Patient put li battery back in and reported green flashing light. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device.  On (B)(6) 2026, patient called back and repeated previously documented information. When troubleshooting with the controller and two batteries, patient found that the replacement they received had 40% charge, but instead of flashing the green light and showing 'recharging,' the screen displayed 'finished' below the controller battery level. Patient stated they had two ac power cords, and the same issue persisted with both. Patient attempted to charge their implantable neurostimulator (ins) with the replacement battery, but was unable to do so. The patient tried resetting the controller multiple times and swapping between both battery packs, and every time the controller turned on after reset they'd see 'memory problem' and have to enter the date/time. While on the call, agent had the patient attempt to charge the controller from ac power; again displayed 40% and 'finished.' Agent had the patient change to the recharger to attempt charging their ins and they reported the screen turned off; after pressing the top stim on/off button, 'memory p roblem' appeared again. Patient skipped entering the data and saw the ins was still at 50% (they've left therapy off for quite a while) and controller was at 40%. Patient mentioned they lost weight, so the ins sticks out a little more and is easier to locate. The controller appeared to be charging the ins normally, but they were worried they may only get about 10% into the ins before being alerted the controller battery has gotten too low. Agent reviewed information and sent request to repair. Patient stated they have a lot of appointments tomorrow and may not be able to test the equipment prior to patient and technical services(pats) closing and wondered what to do if the equipment still wasn't functioning; agent explained role of healthcare provider (hcp) and contacting reps on call outside of pats hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.